Event description:
The following has been reported: "upper case faulty. Some keys not working." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record were reviewed, no event linked with the reported issue was found. Device history logs were not provided, therefore no review could be performed. The subject device was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. However, reported issue was confirmed using the provided videos. Based on available information, the root cause of the reported issue could be linked to a defective keyboard. But, since subject device was not returned to our laboratory, it could not be confirmed with certitude. Therefore, the root cause of the reported event remained unknown (not returned). An internal CAPA was initiated in order to investigate and reduce occurrence of defective keypad issues on agilia product range. In addition we strongly recommend users to follow the disinfecting and cleaning processes that are clearly indicated in the ifus as upon investigation of defective keypads provided by other customers, the cause was found to be linked to the cleaning/disinfecting process of the pumps performed in hospitals. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.